Event description:
The stickers, used by the physician to identify the product in the hospital file, contained the wrong device name: esprit sr instead of esprit s.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The model involved in this MDR report is not approved in the u.s; however, it is similar to reply models approved under p950029. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. (B)(4) - the model, printing on the sticker used to identify the product in the hospital files, is incorrect. (B)(4). Review of the labeling files confirmed the reported event: one of the 11 stickers of esprit s - used by the physician to identifying the product in the hospital files - is wrong and reports the wrong device name (esprit sr instead of esprit s. This is considered as a non-conforming labeling with no safety implication. Concerned labels refer to controlled documents (B)(4). New revisions of these labels were checked and found correct (B)(4). All the non-conforming lots were identified, and a corrective action was launched before proceeding with further shipments. Devices which were still in the central inventory were reworked by removal of the wrong label or by complete repackaging with the newest revision. The newest and correct labeling software version was installed in production and all future devices will be processed with correct labeling.